Manufacturer narrative:
The device was returned to olympus for inspection and the reported malfunction was confirmed as noise on the image occurs.based on the results of the investigation, it is presumed the most probable cause of the noise on the image is traced to component failure due to a damage charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope was observed to have image interference. The issue was found during set up/before patient was in the room. There was no patient involvement reported.